Event description:
It was reported that during interrogation of the device the aai mode was not offered as an option when running an atrial threshold test. Additionally, the cardiac compass report printed heart rate variability on a second page rather than everything on one page, and there was no data in the heart rate variablility graph. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. Correction: adverse event is yes, patient death is not applicable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.